Event description:
It has been reported to us that during the diagnostic procedure, there was blood clot formation inside the diagnostic catheter. An attempt to obtain additional info has been made.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.